Manufacturer narrative:
The initial MDR 2432235-2015-00561 was filed on december 08, 2015. Corrected information (07/26/2016): supplemental MDR 1226181-2015-00561_s1 was filed on march 18, 2016 with the incorrect manufacturing report number of 1226181-2015-00561 instead of 2432235-2015-00561. This has been corrected.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found the air pump was on the edge of its range and replaced it. The cse discovered that reagent probe 1 was running down the edge of the cuvette, and corrected its position. All reagent and aspirate probes were replaced and calibrations were verified. The cause of the discordant tni-ultra result was related to improper reagent probe 1 position. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant cardiac troponin I (tni-ultra) result was obtained on one of two replicates on one patient sample on an advia centaur xp instrument. It is unknown if the discordant result was reported to the physician(s). The customer runs all tni-ultra results in duplicate. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.